Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pump that suddenly stopped working resulting in recurrent urinary incontinence. Upon explant and inspection, a hole was identified at the neck of the pressure regulating balloon (prb), along with evidence of fluid loss. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the artificial urinary sphincter (aus) underwent a comprehensive analysis. The pump was visually inspected, functionally tested, and leak tested, with no anomalies observed. The cuff was visually inspected and leak tested; folds were noted during the visual inspection, but no leaks were detected. The balloon was visually inspected, functionally tested, and leak tested. Visual examination revealed a hole consistent with fatigue at the junction between the shell and the adaptor, and leaks were present. Due to the identified fatigue-related leak, the balloon could not be functionally tested. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the hole from fatigue between the shell and adaptor junction identified in the balloon confirmed the reported clinical observation of balloon fluid leak and hole/perforated.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pump that suddenly stopped working. Upon explant and inspection, a hole was identified at the neck of the pressure regulating balloon (prb), along with evidence of fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.